Manufacturer narrative:
Corrected data: lot code, the provided lot code was deemed invalid. An event regarding altr involving a meridian stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information provided was invalid. Complaint history review: could not be performed as lot code information provided was invalid. Conclusion: the event could not be confirmed and the exact cause of the event could not be determined because insufficient information was provided. Additional information, including pathology reports, operative reports, progress notes, x-rays, follow up notes, product lot identification and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the consumer underwent a right total hip arthroplasty on (B)(6) 2009. Its further alleged that the hip failed due to alleged altr. Not revised yet.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported that the consumer underwent a right total hip arthroplasty on (B)(6) 2009. Its further alleged that the hip failed due to alleged altr. Not revised yet.